Event description:
During an in-clinic follow-up while attempting to pair the monitoring application to the device, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Abbott technical support was contacted, a ble reset was performed, and the device was later successfully paired to an abbott provided smartphone. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth low energy (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.